Event description:
Patient presented with continued pain in both knees following bilateral tka on (B)(6) "1912". Bone scans showed increased uptake in both tibias. Doctor decided to revise both tibial components to stemmed components. Neither component appeared grossly loose intraoperatively on (B)(6) 2014.

Manufacturer narrative:
An event regarding pain and potential loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed because the device was not returned. A device history review indicated all devices accepted into final stock met specification. There have been no other events for the reported lot. No further investigation for this event is possible at this time, further information is needed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Patient presented with continued pain in both knees following bilateral tka on (B)(6) 2012. Bone scans showed increased uptake in both tibias. Doctor decided to revise both tibial components to stemmed components. Neither component appeared grossly loose intraoperatively on (B)(6) 2014.